Manufacturer narrative:
As reported by the affiliate, during handling of a 035 mc j3mm 150cm emerald diagnostic guidewire, the inner wire got loose from the ptfe cover. The device problem occurred before use on the patient. There was no patient injury reported. The device was not returned for analysis. Lake region conducted a device history record review on both potential lot numbers (f0313143 or f0313110). The history records indicate that that this product was final inspection tested at lake region and was determined to be acceptable. It is noted that this is a movable guidewire and it is designed so the inner core wire can be removed from the outer ptfe coated coil. This is normal for this guidewire. The moveable core guidewire is a two piece guidewire. It has an outer ptfe coated coil with a full dome shaped weld on the distal end and a spot/tack weld on the proximal end that secures the inner ribbon wire to the ends of the coil. This allows the core wire with handle to be fully inserted or withdrawn from the outer coil as needed to provide flexibility at the tip of the guidewire. The core wire can be fully removed from the ptfe coated coil wire. The core wire has an uncoated coiled handle that is attached to the proximal end. The handle of the core wire is about 4 centimeters long with a full dome weld on the proximal end and a spot weld on the distal end. Without return of the device for analysis, the reported complaint of ¿guidewire-exposed braidwire/corewire¿ could not be confirmed and an exact cause could not be determined. Based on the information available for review, lake region has confirmed that this guidewire has a moveable core and that it is designed so the inner core wire can be removed from the outer ptfe coated coil. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Potential lot numbers provided are f0313143 or f0313110. Lr packaging l/n # 10253434, f0313143. Per (B)(4): (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10253434. The history records indicate this product was final inspection tested at (B)(4) medical limited and was determined to be acceptable. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, during handling of a 035 mc j3mm 150cm emerald diagnostic guidewire, the inner wire got loose from the ptfe cover. The device problem occurred before use on the patient. There was no patient injury reported. The device will be returned for analysis.